Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient had a lead migration in the fall of 2016. Imaging confirmed the migration. There were no associated falls or traumas with this event. The patient saw the health care professional (hcp) 2 days ago. The hcp did not interrogate the ins but did fluoroscopy to confirm that the migrated lead was in the same position that it had been when the previous imaging was performed. The patient was reprogrammed in (B)(6) 2017 with a higher frequency. It was reported that starting 2 weeks ago the patient had to turn their amplitude from 4.0 to 5.7v to get similar relief. This was with the same group that the patient normally uses, group b. The patient felt that this increased amplitude was a significant increase. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.